Event description:
The customer reported that the unit fails to charge or discharge when using the pads cable.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.